Manufacturer narrative:
DHR - review of the history device records for the valve, product code 82-3100, with lot 198680, conformed to the specifications when released to stock on the 6th july 2018. Failure analysis - the valve was visually inspected; white biological debris was noted inside the valve. The position of the cam could not be determined as a white debris was covering the valve mechanism. It was not possible to program the valve as the cam mechanism was not visible. The cam mechanism could not be moved it was stuck due to the white debris. The valve was dismantled and was examined under microscope at appropriate magnification and biological debris was found on the cam mechanism. The root cause for the programming problem is due to the white debris found on the cam mechanism. UDI: (B)(4).

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a 2 month old patient received a codman medos shunt on (B)(6) 2018. They have done x-ray on the patient several times and found they need to higher the shunt value but it does not work to adjust the shunt. They have tried with all codman programming system they have in the hospital. X-ray shows no shunt adjustment. And they need to do a shunt revision. There are no reports of surgical delays.